Event description:
It was reported that the compressor was malfunctioning. There was no patient harm. Manufacturer ref.#:(B)(4).

Manufacturer narrative:
It was reported that the compressor was malfunctioning. It was informed that the customer cannot provide the serial number and fault condition for the faulty compressor. A hospital engineer repairs this device. No further information will be provided. Received information is not specific enough to point to any particular fault. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer ref.#:(B)(4).